Event description:
It was reported to vyaire medical that hertz panel meter is below specification on the 3100 a ventilator. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). A vyaire field represenative went onsite and evaluated the device. Unit hertz only went up to 14.8 when knob is fully turned clock wise. Field representative had to fully calibrate pdw on unit to pull everything into manufacture specification. Unit range now is 2.5hz to 15.5 hz. Last 7 year preventive maintenance was done in 2016 and isn't due till 2023. Field representative was able to preform and pass patient circuit test and performance test on unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.